Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation.  In addition, no relevant imageries were provided for review. Due to the unavailability of the device, engineering was unable to perform any visual, functional, or dimensional analysis. As a result, presence of a manufacturing non-conformance was unable to be determined.  During the manufacturing process, the entire delivery system (including the crimp balloon, inflation balloon, and nose tip) is visually inspected and tested.  Additionally, the work order underwent product verification testing as a requirement for lot release.  All testing passed specification.  These inspections and tests during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the reported events. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed no other similar complaints relating to balloon torn and delivery system withdrawal difficulty through sheath.  The occurrence rate did not exceed the february 2020 control limit for the trend categories.  A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints for balloon torn and delivery system withdrawal difficulty through sheath, were unable to be confirmed as no device or imagery was returned. A review of DHR and lot history revealed no indication of a manufacturing non-conformance that could have contributed to the reported events. Review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. As reported, ¿the balloon was caught on the surgical valve during removal from the annulus and was torn. The delivery system could not back through the sheath¿. Per training manual and IFU, the balloon must be fully deflated prior to removing the delivery system from the annulus. It is possible that incomplete balloon deflation resulted in balloon interaction with the pre-existing surgical valve resulting in balloon damage. Subsequent withdrawal difficulty into the sheath reportedly occurred even though the delivery system was reportedly coaxial with the sheath. It is possible that if the balloon was not fully deflated, then the expanded balloon profile in addition to any damage to the balloon could have resulted in interference during retrieval into the sheath tip. While a definitive root cause is unable to be determined, available information suggests that procedural factors (interaction with surgical valve during retrieval; balloon not fully deflated during retrieval; torn balloon) may have contributed to the complaint events. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions are required. A product risk assessment was previously initiated per management discretion to investigate the crimp balloon torn issue and its associated risks.

Manufacturer narrative:
UDI number: (B)(4).  Investigation is ongoing.

Event description:
As reported, after a successful deployment of a 26mm sapien 3 valve in a previously implanted surgical valve in the aortic position, upon removal, the balloon was caught at the distal end on the surgical valve and was torn. During withdrawal, the delivery system would not come back through the sheath.  A vascular surgeon was called as the patient was showing signs of bleeding.  The surgeon removed the sheath and delivery system separately, and then placed the 16 fr esheath to repair a dissection in the right external iliac artery (reia) with a stent.   To surgical cutdown was required. The dissection was caused by the force of removing the sheath and system. The patient was stable and doing well post procedure.